Event description:
The pt experienced a loss of the therapeutic effect not related to a known incident or accident. The pt was frozen and could barely move. The pt experienced a drastic change in mood and was 'talking about death'. The pt's husband contacted the hcp and made an appointment to be seen in the clinic. The pt's condition was reported as 'serious'; she was taken to the ER. The pt's attending physician called the ER; the manufacturer's representative attempted to call the pt multiple times the day after the original complaint. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.